Event description:
It was reported the patient had a warm sensation in or around the stimulator pocket during recharging. It was also noted the patient¿s ¿stim only heats up while they are recharging.¿ follow up reported there were no diagnostics performed. There were no malfunctions seen or cause of issue determined. The patient would try to recharge uncovered. It was later reported there was difficulty recharging and heating of the pocket when recharging. Follow up reported the burning sensation the patient experienced five or more months prior was not occurring during the programming and education session.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37752, serial# (B)(4), product type: recharger; product ID 3487a-56, lot# v588144, implanted: (B)(6) 2010, product type: lead; product ID 3550-39, lot# n263643, implanted: (B)(6) 2010, product type: accessory; product ID 3487a-56, lot# v588144, implanted: (B)(6) 2010, product type: lead; product ID 3550-39, lot# n231806, implanted: (B)(6) 2010, product type: accessory. (B)(4).